Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient passed away shortly after the leadless implantable pulse generator (ipg) implant procedure was complete. Additional information related to the cause of death was requested and is not available.